Manufacturer narrative:
Implant regio 35 fractured. Construction was an implant retained bridge lower jaw left. No further information available. No product returned for evaluation. No manufacturing problem detected. New bridge construction was already provided to patient. Re-submission. Original initial and final report did not pass FDA gateway.

Event description:
Implant fracture.